Event description:
It was reported that approximately five days post chronic catheter placement procedure, the catheter stem of the device was allegedly noted to have a break and leaked. It was further reported that the pathway was blocked due to extravasation of the median region. The procedure was completed using another device. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one hickman d/l catheter in two segments was returned for evaluation and one electronic photo was provided for review. Gross visual, microscopic visual and functional evaluations were performed on the returned device. The investigation is confirmed for the reported fracture, leak and identified burst issues as a c-shaped compound split resembling catheter burst was noted on the white luer extension leg approximately 2.6cm from the clamping sleeve. Further during functional evaluation, a leak from the compound split was noted upon infusion and air aspirated through the compound split upon aspiration. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 01/2024), g3, h2, h6 (device, method). H11: b2, h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately five days post chronic catheter placement procedure, the catheter stem of the device was allegedly noted to have a break and leaked. It was further reported that the pathway was blocked due to extravasation of the median region. The procedure was completed using another device. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 01/2024), g3, h6 (device). H11: b3, b5, d4(medical device catalog number, medical device lot number), h1, h6 (patient, method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that post chronic catheter placement procedure, the catheter stem of the device was allegedly noted to have a break. The procedure was completed using another device. There was no reported patient injury.